Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised. Rep reported that reason for revision was recurrent dislocations of the stryker head from the competitor liner. A 32 +8 metal head, competitor liner, and competitor shell were revised to a 22.2 +0 metal head and trident all poly constrained acetabular insert. Rep reported no further information is available from the hospital and surgeon.